Manufacturer narrative:
Concomitant medical products: product ID 97745 lot# serial# unknown product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. Inf ormation was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller stated that for the past 2-2.5 months, 3-4 times a week they will experience pain and itching around the implant and scratch it so much that it bleeds. Caller added that the right side feels bigger than the left side. Caller stated that at first they thought they got a mosquito bite but it's been going on too long. Caller added that 2-3 days after the surgery itself they had a similar issue and had to see a dermatologist and use antibiotics and cream to heal it. Caller stated that they spoke to a neurosurgeon who recommended they call medtronic. Caller stated they were worried something was wrong with the controller but would not elaborate that concern when asked and just repeated the itching and pain symptoms. Caller added that they had an MRI but think they maybe need a special x-ray to have the battery checked. Caller stated that the itching is so bad that they scratch untilthey bleed and they can't believe it. The patient was redirected to their healthcare provider to further address the issue. Agent recommended caller take pictures of the area to show the doctor. Caller mentioned that they do physical therapy and acupuncture. Caller mentioned having 2 major surgeries, one being the implant surgery and the other an open microdiscectomy. Redirected caller: patient's hcp information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller stated that 2-3 days after the implant surgery they began having pain and itching around the implant site. Caller stated they had to see a dermatologist and use antibiotics and cream to heal it. Caller stated that it took 2 weeks to heal the area. Agent documented reported event.